Event description:
Report received of a tubing leak at the y-site. Reportedly, during the priming of hydration fluids and prior to the administration of chemotherapy, the tubing leaked. The customer reported that the leak occurred above and below the y-site. There was no visible damage to the tubing. There was no reported adverse pt event. Though requested, there was no further info available.